Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve, cleaned sample pot, tubing set and cell block which resolved the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer in japan reported the generation of erroneously high patient results for sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.